Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing were noted, which first began in (B)(6) 2016. Several episodes were recorded each week and were later consistently recorded. No programming changes were noted, as the patient was asymptomatic. Pocket manipulation and isometrics could not reproduce the oversensing. The device oversensed the patient¿s yawned. It was noted that the patient has a CPAP machine and the heavier breathing on the machine caused myopotentials. Most of the episodes occur when the patient is sleeping.